Event description:
Customer reports that they were unable to fluoro. Case completed using another c-arm. No injuries occurred. Also no image on monitor.

Manufacturer narrative:
The service rep was unable to duplicate the problem. Checked dose and power supplies. Problem is intermittent.